Event description:
A 33 year old with diagnosis of ca of the lung with brain metastasis and with acute respiratory distress syndrome (ards) in ICU intubated orally and on a vent. Developed progressive interstitial infiltrates. Hypoxia worsened as ards progressed and ultimately could not be ventilated on the vent nor by bagging. Endotracheal tube with cuff changed x2 prior to pts demise but smoke resistance met and o2 sats dropped. Pt expired.